Event description:
It was reported that technical services (ts) was contacted regarding potential rhythm acceleration into ventricular tachycardia (vt). Ts reviewed the episode and informed that the rhythm did accelerate, but it did not appear related to the delivered anti-tachycardia pacing (atp). An appropriate shock converted the vt. Ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported. Additional information was reported that ts was contacted by the health care professional (hcp) with questions about events that were not stored on the device. Ts explained the device had 17 minutes of storage and higher priority events were taking up that storage space. The device remains in service. No adverse patient effects were reported. Additional information was received that this device was suspected to deliver inappropriate therapy due to supraventricular tachycardia (svt). Eight bursts of anti-tachycardia pacing (atp) and 6 electric shocks were delivered. Therapy was exhausted. No additional adverse patient effects were reported. At this time, this device remains in service.